Manufacturer narrative:
(B)(4). Requested to data storage facility. The surgery occurred in 2013 and amo was only notified of the events on (B)(4) 2014 making impossible to evaluate the equipment after the event. An equipment check was done in 4-dec-2014 and no problems were found however, the room temperature and humidity were found out of range. Surgeon stated that after 1 month he will see the patient again and decide on a idesign wavefront treatment. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient had overcorrection during hyperopic treatment on right eye. Pre-op right eye: uncorrected visual acuity (ucva) 0.50; pre-op right eye best corrected visual acuity (bcva) 1.20, mr +2.75 -0.50 x 45. Patient had additional treatment on (B)(6) 2014: post-op --> ucva 0.90. Loss of visual acuity. Surgeon stated that after 1 month he will see the patient again and decide on a idesign wavefront treatment.